Event description:
It was reported by service report that the foot end casters on the bed had broken internally and there was a reduction in brake force. No pt involvement or adverse consequences are reported.